Event description:
The impella purge cassette was noted to be leaking again and upon investigation the side arm on the purge cassette also broke off. The company was called to help find a solution with the use of a needle in line with the side arm. The solution was decided to be a lower risk than the alternative. The impella cassette is sequestered for evaluation but the implanted line with cracked side arm is still with the patient. Manufacturer response for temporary non-roller type left heart support blood pump., impella (per site reporter) they were on the phone instructing staff how to mitigate risks and move forward.